Manufacturer narrative:
Visual inspection of the returned lens found the optic torn, with one haptic torn out of the optic and missing. The other haptic is bent not meeting specifications. Functional testing could not be performed due to the damage. The cause of the damage could not be determined. The device history records were reviewed and there were no discrepancies or unusual findings that relate to the reported issue.

Event description:
The surgeon reports explanting a li61aor intraocular lens due to an unspecified mechanical problem. A second li61aor intraocular lens of different power was successfully implanted. Additional info has been requested, but has not been received.